Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device gave a no shock advised decision on what they believed to be a shockable rhythm during a patient event. The customer advised that the device was in AED mode when the no shock advised decision was given. Medical personnel then placed the device into manual mode and successfully delivered one (1) shock to the patient. The customer advised that the patient survived the event and that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control downloaded the electronic patient record from the device for review. Upon review of the electronic patient record from the event the reported issue was verified. Physio-control then evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device gave a no shock advised decision on what they believed to be a shockable rhythm during a patient event. The customer advised that the device was in AED mode when the no shock advised decision was given. Medical personnel then placed the device into manual mode and successfully delivered one (1) shock to the patient. The customer advised that the patient survived the event and that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ 00885074790053.

Event description:
The customer contacted physio-control to report that their device gave a no shock advised decision on what they believed to be a shockable rhythm during a patient event. The customer advised that the device was in AED mode when the no shock advised decision was given. Medical personnel then placed the device into manual mode and successfully delivered one (1) shock to the patient. The customer advised that the patient survived the event and that there were no adverse effects to the patient as a result of the reported issue.